Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a blinking red call doctor icon twice, before going back to green. Technical services (ts) described possibilities for this, such as a power interruption. At this time, no adverse patient effects have been reported, and this pacemaker remains in service.